Manufacturer narrative:
Bayer service visited the customer site and performed an injector checkout. The system was found to perform to specification. The site continues to use the avanta fluid management system after the reported event and following the bayer service system checkout . The disposables used in the reported occurrence were discarded by the customer. Lot numbers were not recorded; therefore testing of retained samples could not be performed. The customer declined an offer for additional applications training at this time. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient.

Event description:
A bayer representative reported the following: a male patient, status post heart transplant, suffered a myocardial infarction reportedly attributed to an air injection while connected to the avanta fluid management system during a right heart catheterization. During the procedure, when engaging the catheter in the left main trunk of the left coronary artery system, the physician performed a brief test injection to confirm the proper location of the catheter. The customer reported that the fluoroscopy image showed "stunted coronary arteries consistent with air embolism". The patient's status quickly deteriorated and lifesaving measures were performed. Cardio pulmonary resuscitation (CPR), vasopressor support and an intra-aortic balloon pump was immediately provided to the patient. The patient reportedly recovered.